Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a diagnosis procedure and the procedure was completed using another device. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry cannot move and "geometry movements partly available" warning displayed on data monitor. Review of the system log file confirmed the malfunctioning of geometry module. Upon further inspection, the fse found that the geometry module was defective. The fse replaced the geometry module and reloaded software and then, the system was returned to use in good working order.

Event description:
It has been reported to philips that except bed and l-arm, all other mechanical movements of electric power did not work. The system was in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site and checked the log file. It was identified that geo module was defective. The geo module has been replaced and the system was returned to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.